Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the device for review and was able to verify that the device did power off during the event. Physio replaced the device's battery pins which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the device's removed battery pins and found that one of the battery pins was worn which caused the reported issue.

Event description:
The customer contacted physio-control to report that their device powers itself off and back on unexpectedly when the code summary button is pressed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however the customer advised that no further details are available

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powers itself off and back on unexpectedly when the code summary button is pressed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however the customer advised that no further details are available